Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the monopolar curved scissors (mcs)instrument burnt through the tip cover accessory. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. Customer indicated that the tip cover accessory will not be returned to intuitive surgical inc. (Isi), as the accessory was discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint to obtain additional information concerning the reported complaint, customer indicated that the monopolar curved scissors (mcs) instrument burnt through the tip cover accessory. The tip cover was discarded; therefore, it will not be returned. The mcs instrument used in conjunction with the tip cover accessory was returned. Failure analysis investigation was unable to confirm the customer reported failure mode as the distal end of the instrument did not exhibit evidence of arcing. The tip cover accessory will not be returned for evaluation; as it was discarded by the customer. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. MFR report 2955842-2014-01980 was submitted to the FDA regarding the mcs instrument. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.